Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer could not see the pacing spikes, tested using the fluke 7000dp and it works at 30 beats but 40 or greater it loses beats. The device was not in use on a patient.